Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc1avr1-delsys] [serial (B)(6). D9: no medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of a leadless implantable pulse generator (ipg) saline was dripping from the delivery system handle "badly" from the beginning of the procedure. When a syringe was connected to a flush port for air removal (before pressurized saline bag connection) it was clearly audible that air was sucked by the syringe through the handle. The physician placed back the tether retainer pin to its position and locked tether locked button, but nothing changed. When tether port was blocked by a finger press, air suction was mitigated slightly, but was still present. It was noted the air suction issue only occurred after several implant attempts, and removal of the delivery catheter (for thrombus check in device cup). It was also reported the ipg was deployed with high pacing capture threshold, plus was removed during tine test. The ipg was removed and replaced. No patient complications have been reported as a result of this event.